Event description:
Customer claims her humidifier caught fire. There were no reports of injury or property damage with this incident.

Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.